Event description:
It was reported that the patient¿s doctor did not explant the device, but an ¿ungloved pac did.¿ when the trial leads were pulled out, it caused the patient pain. After the explant procedure, the patient became ill with chills, vomiting, and was weak. The patient¿s healthcare provider (hcp) had instructed the patient to ice her back. The patient became so weak that on (B)(6) 2014 an ambulance was required to take her to the ER, where it was found that the patient had an infection. It was unknown when the patient¿s infection had begun. The patient was still on an antibiotic at the time of this report. The patient was weak and had originally been prescribed flexoril, but was later changed to baclofen and tramadol. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).